Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having issues charging their implant and the issue began probably more than a year ago. Patient mentioned every time they tried to use the implant they couldn't get both of the charges up to 100 and they could only get it up to 85% or that they could not get a charge. Agent understood this as for both the controller and implant. Patient noted they've met representatives at the doctor's appointments but the issue did not resolve so patient hadn't turned their implant on in maybe 6 months. Patient was in rehab and hadn't been able to use the implant. Patient needed an MRI and agent offered to troubleshoot/walk patient through MRI mode but patient did not have their equipment. Patient inquired the implant and lead model and serial number.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknonw implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.